Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer was able to resume insulin delivery.